Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt, this ICD was thoroughly analyzed in our quality assurance laboratory. Microscopic inspection noted no irregularities. Boston scientific engineers confirmed the loss of sensing on all device channels (atrial, ventricular, and shock egms) following the full energy shock delivered which was consistent with the device disk analysis. The device was confirmed to be pacing in the laboratory, no fault codes or system resets were stored within the device memory, and no evidence of device memory corruption was detected. The device memory was then reset and the device appropriately sensed on all channels and operated normally. Attempts were made to recreate the observed loss of sensing following delivery of a shock, but the problem could not be recreated. The device continued to sense and provided therapy without further issue. Because the issue could not be recreated in the laboratory setting, the root cause could not be identified.

Event description:
Boston scientific received information that following receipt of shock therapy, this patient came to the hospital for follow-up. Interrogation of the device revealed that the shock was delivered in the ventricular fibrillation (vf) zone. Review of the recorded episode indicated no activity following shock delivery; the atrial, ventricular and shock channel electrograms (egms) were all flat lines with no evidence of sensed heart activity. All egm lines were also flat during real-time telemetry. Pacing was available and both atrial and ventricular threshold values were less than 1.0 v. Testing revealed that the device was not able to sense and was delivering pacing as programmed in doo. There were no problems observed with either the pacing impedance or shocking impedance; all lead measurements were normal and within expected ranges. As a result, the device mode was changed to monitor only and aai (70 ppm). Based on the reported clinical observations, a boston scientific technical services (ts) consultant recommended replacing the device. The ts consultant also advised sending a data disk for review. Upon receipt, boston scientific engineers thoroughly reviewed the diagnostic data available in the device memory and confirmed the loss of all sensing following the full energy shock delivery. No fault codes or system resets were stored within the device memory. No evidence of device memory corruption was detected. The root cause for the observed loss of sensing could not be determined based on the available data: laboratory analysis of the device itself would be required. No adverse patient effects were reported; the patient was hospitalized for replacement. The explanted unit is intended to be returned for analysis.